Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in hospital after receiving a vibratory notifier for non-sustained rv oversensing due to oversensing of emi. It was noted that the patient was lost to follow up and the device was not interrogated since implant. No intervention was performed. The patients environment was to be discussed to determine the cause of emi and monitoring will continue.